Event description:
This lead was removed and replaced because it had dislodged. There were no adverse events reported for the pt. The device was retained by the hospital. Should additional info be received, this file will be updated.